Manufacturer narrative:
Continuation of d10: product ID 977a260 , serial# (B)(6), implanted: (B)(6) 2017, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 30-jun-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient stopped using their therapy because the electrodes weren't positioned just right and the stimulator had to be turned up so high to make it work. Caller stated the patient had to charge the implant and lay on the charger for hours every night and they were only supposed to have to charge every few weeks or every few months. Caller stated that the patient needs an MRI and that the patient has not charged their implant since they had back surgery in 2018. Caller mentioned that they may need to get the device "jumpstarted" in order to get into MRI mode. Agent reviewed the MRI information with the caller. When asked for a managing hcp; caller stated that the patients old doctor retired and that they do not have a new doctor. Agent offered to send a physician listing to the caller; caller accepted. Agent documented the reported issue.